Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the part of the distal femur cut was broken at the tip responsible for holding the cutting block. This made it difficult to position the distal femur cutting block.

Event description:
A. When has the event occurred? On (B)(6). B. What was the duration of the delay? Between 5 to 10 minutes. C. Was there patient harm involved or adverse event? No, but there are well-known risks associate with the increasing time of the procedure. D. Did it break into two or more pieces? It broke in (at least) two pieces. One of which, we could not find, because it was not in the case.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report, was returned for analysis. During visual examination, it could be find that a portion of the lever of the tube trigger is broken. The broken part was not returned for examination. The complaint can be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.